Event description:
It was reported that this patient presented to the emergency room following multiple episodes of syncope. Device data determined the device experienced high thresholds and loss of capture. The cause was attributed to the automatic capture feature not updated with accurate programmed amplitudes. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room following multiple episodes of syncope. Device data determined the device experienced high thresholds and loss of capture. The cause was attributed to the automatic capture feature not updated with accurate programmed amplitudes. This device was then explanted and replaced. No additional adverse patient effects were reported.